Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: (B)(6). It was noted at the end of the case that the tip of the scissor was missing. Surgeon flushed out the nasal area. Told patient family tip may or may not be in the tissue, too small to see." Occurred during surgery. No surgical delay. Currently, there has been no harm to patient, however broken piece was not found.

Manufacturer narrative:
Investigation: no product is at hand. Conclusion and root cause: based on the information available, the root cause is most probably usage related. Rational: we did not receive the complained product. Based on our experience, we assume that an overload situation led to the breakage. This kind of instrument is designed for delicate use only. No CAPA is necessary.